Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion at site event on 2024. The blood glucose was 520 mg/dl. Therefore, patient was treated with mdi. Customer changed supplies infusion test and resumed insulin therapy. No further information available